Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute integrity des was implanted in the lad. Approximately 21 months post index procedure, patient suffered from myocardial infarction involving the lad (target vessel), stent thrombosis and in stent thrombosis. Event was treated with hospitalization and balloon angioplasty of the lad. Investigator and safety assessed that the event was unlikely related to index device or antiplatelets medication. Patient recovered.